Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
It was reported that the ra (right atrial) lead dislodged, with increased thresholds. The lead was repositioned, after pocket closure. No serious injury /no adverse patient effects. At this time, the product remains in service. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.